Manufacturer narrative:
Investigation codes: updated investigation summary: the sample returned consisted of one (1) for p/n: 670170, returned sample was received in used condition, in a plastic bag. During the visual inspection it was identified that the tube had a split in the eyelet of the flange/neck strap. The sample was used, and the eyelet area was identified as worn. The failure mode of ¿cracked¿ was confirmed. A CAPA was opened on 17/apr/2023 to address a full root cause investigation for damaged flange/neck strap issues and is currently in the implementation phase. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the neck holder hole of the cannula's collar was fractured from the right side. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Lot number, expiration date, UDI, and manufacture date are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.